Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. C. No additional information was obtained. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. It would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has also determined this product code is now obsolete. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.